Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the irregular steering. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully. While advancing the 2nd clip to the valve, the clip was steering in the wrong direction, so the device was removed and replaced with another cds. Two clips were implanted successfully, reducing mr grade to 1-2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that, per instructions for use (IFU), initial mitraclip nt system positioning in the left atrium warning section which states that, do not deflect the sleeve tip more than 90 degrees as device damage may occur. All available information was investigated and it appears that over torqueing the clip delivery system (cds) knobs resulted in the reported difficulty positioning the device (sleeve steering issue) as the clip steered in the wrong direction. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.